Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm promus premier drug-eluting stent was advanced for treatment. However, during advancement of the device into the touhy, resistance was met. The device was removed and it was noted that the proximal edge of the stent strut was flared. The procedure was completed with another 4.00x24mm promus premier drug-eluting stent. No patient complications were reported and the patient's status was fine.